Manufacturer narrative:
No unexpected reset anomaly, no delivery alarm, or error alarms were noted. The insulin pump passed the displacement test, self test, reset error test, prime test and excessive no delivery alarm test. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported that when they insert a new battery the date and time reset on the insulin pump. The insulin pump alarmed clock monitor frequency error, unexpected restart twice, no delivery, and external error. Customer's blood glucose level was 6.9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.